Event description:
Caller reported patient blood glucose results of 262 mg/dl and 127 mg/dl using inform system 1, 127 mg/dl using inform system 2 within 10 minutes. Reported no patient symptoms or adverse event relative to these discrepancies. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.

Manufacturer narrative:
This medwatch is for inform system 1.